Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical dept for a report of replace battery. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Invesigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.